Manufacturer narrative:
The devies described in the article can not be evaluated for the reporter posterior dislocations they have not been returned to co. The lot codes have not been returned to co. The lot codes have not been supllied so that a review of the device history records for these components is not possible. Attempts to obtain the device, catalog numbers, and lot code information have been unsuccessful. Information has been provided as requested. Section f1-f14 has been completed by the MFR. Information has been requested. If information is received, a supplemental report will be submitted. User facility is unk.

Event description:
Journal article referencing case reports of two pts. Case 2: the pt has a posterior stabilized knee prosthesis implanted in 1/91. Four months post-op (may 1991) the pt presented with swelling and the inability to extend the right knee. Posterior dislocations was diagnosed and closed reduction was performed under general anesthesia. Three years post reduction. The pt has had no further dislocations.